Manufacturer narrative:
The complaint description states that the customer reports while implanting the locking screw, one of the tines on the screw broke and could not be tightened all the way. The device associated to the complaint was returned for analysis. Examination of the returned instrument shows a product damaged for external screw and under the head (no break of tine). The product is still functional for the locking. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination since release for distribution. Based on the information received and the investigation performed, the root cause of the incident could not be determined. The screw could have been deteriorated during installation.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While implanting the locking screw, one of the tines on the screw broke and could not be tightened all the way.